Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. An initial visual inspection of the returned adapter noted that a broken piece of reload adapter was attached to the distal end of the adapter. During functional testing, the adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had procedures remaining. The broken reload adapter could not be removed from the distal end of the adapter by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The adapter was partially taken apart to allow the reload to be removed. The adapter was reassembled, connected to a representative handle running v29.6 software, and the device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. It was reported that the single-use loading unit disengaged. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: firing rod not in home position the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, one of the purple 60mm normal tissue reloads attached to the powered stapler malfunctioned and the reload was found to have broken off from the adapter, rendering both useless. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: unegiatri, unknown egia tri staple (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.